Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer's blood glucose level was 200 mg/dl.